Event description:
According to the reporter,  even though the remaining battery power was displayed, there was no image when the battery in question was in used. There was no patient involvement.

Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that a multimeter (cl-14289) was used to test the voltage in the battery, and it was found to be 3.67 v. Then, the customer¿s battery was then put into the ao3 test (cl-16435), and the customer¿s issue was replicated. The display was completely blank. Though the led worked without any issue. The customer¿s battery was also put into the ao2 test (cl-16058), and the display issue was replicated. The display did not work while the led did work without any issue. It was reported that even though the remaining battery power was displayed, there was no image when the battery in question was in used. The reported issue was confirmed. The most likely cause was traced to component failure. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.